Event description:
The customer reported that the system would lock up and continue to produce fluoroscopic x-ray beyond demand. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cmos battery, and the x-ray switch, and checked the voltages. The system was tested and found to be working as intended and put back in service.